Manufacturer narrative:
H2) additional information added to a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version: 2.1.0: h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon achieved a 7.0 registration. The manufacturer representative (rep) adjusted the 3d model and registration was attempted again with a 2.5 accuracy. After moving to navigation, the 3d model went black and shortly after the system displayed an error 64. The surgeon aborted use of the system. There was a less than 1 hour delay. There was no impact on patient outcome.

Manufacturer narrative:
H3) the software team reviewed the logs and archives. The reported behavior was not able to reproduce in-house with provided archives. The logs captured and error during the verify registration task of standard functional endoscopic sinus surgery (fess) procedure. The core was generated and the program terminated with a signal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.